Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual inspection was performed on the returned device. The reported device damaged by another device could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported device damaged by another device appears to be related to circumstances of the procedure. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The two additional xience prime devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was performed to treat a chronically totally occluded lesion in the mildly tortuous, mildly calcified, 100% stenosed right coronary artery. A 2.5x18mm xience prime stent was implanted distally, and a 2.75x38mm xience prime was implanted in the mid section without issue. A 3x38mm xience prime stent delivery system (sds) was advanced and the stent was intended to be implanted proximally, but the sds met resistance with the 2.75x38mm implanted stent during positioning, and the stents became intertwined. When removing the sds, the additional two implanted stents were also removed due to the entanglement. There was no stent strut damage noted on the three stents. An unspecified number of non-abbott stents were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.